Manufacturer narrative:
Device has not yet been returned for evaluation and no conclusions can be made at this time. Evaluation is pending return of device.

Event description:
Contact reports that when the neurosurgeon started to inject the confidence bone cement the applicator pump body cracked. This resulted in an extension of surgery of 50-min to complete the case and time was taken to ensure that there were no fragments in the body. It appears that nothing broke free from the device. There was no adverse event as a result of this malfunction.